Event description:
Dr (B)(6) states patient had symptoms of infection and decided to exchange liner and head as a precaution.

Manufacturer narrative:
The following other hip devices were also listed in this report: size 7 accolade ii 132 deg, cat# 6720-0737, lot# 42951209; ti sleeve for alumina head, cat# 17-0000e, lot# mmjmmj; delta c-taper head 36mm -5, cat# 18-36-5, lot# 42579301; trident psl ha cluster 54mm, cat# 542-11-54f, lot# mlr6h9; 6.5 cancellous bone screw 16mm, cat# 2030-6516-1, lot# mmjtj9 & lot# mmdahd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Dr. (B)(6) states patient had symptoms of infection and decided to exchange liner and head as a precaution.